Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an automated impella controller generated a blocked purge error. The purge cassette was replaced but the issue persisted. Before further troubleshooting could occur the purge pressure decreased. No patient harm was reported.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Root cause could not be determined due to console not having been returned for investigation.